Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that vessel spasm was experienced. In (B)(6) 2012, the patient presented with myocardial infarction (mi) and unstable angina. Subsequently the patient was referred for cardiac catheterization. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 90% stenosis and was 30 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a promus element¿ plus stent, with 0 % residual stenosis. Post- deployment of the stent, there was some spasm proximal to the stent. This was treated with administration of intracoronary (ic) nitroglycerin. Following ic nitroglycerin administration, stenosis proximal to stent was reduced to approximately 30%. Two days after, the patient was discharged with aspirin and clopidogrel.